Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device broke during surgery. It is unknown if there was delay in the procedure. A back-up device was available. No patient injury or other complications were reported.

Manufacturer narrative:
One 1.3 mm upswept scoop basket punch was returned for evaluation. Visual assessment of the device shows the shaft is free from the handle. The actuator and upper jaw are missing from the device and were not returned for evaluation. The setscrew which retains the shaft has been slightly backed out of the handles thumb loop. The cutting edge is dull and damaged. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported 1.3mm scoop upswept punch basket, intended for use in treatment, has not been returned for evaluation. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. From the information provided, device broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device broke during surgery. There was no delay in the procedure. A back-up device was available. No patient injury or other complications were reported.